Event description:
Customer called to report low bgs and hospitalized. It was stated that they woke up sweating. According to spouse, they got up and got a glass of water. Customer did not remember anything. Later the pump alarmed and spouse was not able to wake pt up. Customer was transported to the hospital by an ambulance. Troubleshooting was performed. Both the customer and spouse stated they saw the insulin came out during the manual prime. Also it was stated that there was no over bolusing in the histories. The alarm history recorded a low reservoir alarm. Paramedics confirmed an empty reservoir. Pump histories were verified by the pump trainer and stated that there was no indication found as to why so much insulin had been delivered.